Event description:
It was reported that pump was recognizing the syringes. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed that both front corners of top case were cracked, and the bottom case was cracked. A review of the event history log identified syringe plunger not in place. The reported issue was able to be duplicated during functional testing. The root cause of the reported issue was due to the customer's impact to the device. Replaced the plunger printed circuit board (pcb).